Event description:
Screw was implanted in calcaneal fracture in 1998. Pt was experiencing pain and in 99 surgeon elected to remove the hardware. Upon extraction, surgeon noted screw threads had peeled and retrieved the threads as well. Pt continued to experience pain and an x-ray indicated fragments of the screw thread remained in the pt. In 99 surgeon removed remaining screw fragments.